Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was explanted during a routine device replacement procedure. A new lv lead was successfully placed without incident. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The lead was returned in two segments, severed 110 millimeters from the terminal pin. Laboratory analysis could not confirm the reported observations by analysis of the lead segments returned. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and ring, extracting stylet was returned stuck in the tip segment of the lead, the conductors were stretched in the tip segment, laser damage (melted insulation) was noted in several places, the outer poly insulation ends at 745 millimeters from the tip, the inner silicone insulation was torn in the tip segment under the outer insulation, silicone insulation as extremely bunched between 45-88 millimeters from the tip and dried blood/body fluid was noted in the lumen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits.